Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No scroll bar ramping numbers without button press noted. Cracked case all corners of display window, broken reservoir tube lip,cracked battery tube threads, missing end cap sticker and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 253 mg/dl. Troubleshooting was performed. The device was returned for analysis.